Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate shock. Anti-tachycardia pacing was also noted. These inappropriate defibrillation therapies were caused by incorrect interpretation of supraventricular tachycardia by the device. No intervention was performed and the device will continue to be monitored. The patient experienced discomfort as a result of the shock but was otherwise stable.